Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer stated that when trying to disconnect the ett from the etco2 for suctioning, the staff was unable to do so. There was no reported patient incident injury.